Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported she suspects pump is not delivering insulin as it should. Caller stated she experienced elevated blood glucose level up to hi; was admitted to the hospital, the pump was disconnected and she was treated with "humalog insulin and an unknown short acting insulin; unsure of the amounts". Requested return of the alleged pump for evaluation.